Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup battery test failed during pm. The customer reported there was no patient involvement.

Manufacturer narrative:
The fse replaced the backup battery to resolve this issue.